Event description:
The trolley was placed on the side edge of the whirlpool and the trolley tipped over while the whirlpool was moving upward. Resident suffered a broken left thumb, black eye and soft tissue injury to the left knee.